Event description:
It was reported that a ngen pump, EU configuration and the power supply unit failed. The medical team had no power at all, and the device had a burn smell while on and off as well. There was no visible fire or flames, only an "unexpected" and "unpleasant" smell from the equipment. There was a message from the fuses in the operating room. They were advised to not use the device any further. No procedure involved; the medical team used a spare one for the cases after. No patient consequences were reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-jun-2025, the product investigation was completed. Note: the d4 section primary UDI number has been updated to (B)(4). It was reported that a ngen pump, EU configuration and the power supply unit failed. The medical team had no power at all, and the device had a burn smell while on and off as well. There was no visible fire or flames, only an "unexpected" and "unpleasant" smell from the equipment. There was a message from the fuses in the operating room. They were advised to not use the device any further. Device evaluation details: technical services performed a remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for evaluation. The cables were defective, therefore, they were replaced to solve the power problem (part number m529723sp and m649010sp). After this, the system was fully operational. The reported issue was confirmed. The potential cause of the issue may be related to improper installation setup that allowed the device to be in contact with water or any other liquid. However, this cannot be conclusively determined. The device manual/instructions for use (IFU) states: "the pump must be protected from damage. This includes installing the pump in a safe location and protecting the pump against moisture, contamination, and contact with explosive or flammable substances." A device history record evaluation was performed for the finished device number 070820-014, and no internal action related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. An escalation investigation was raised to keep investigating on issues related to power adapter cable with saline exposure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).